Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 03-may-2025, UDI#: (B)(4). Product analysis: the valve was discarded (b18), the dcs was not returned (b17), and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the implanting team did not perform a pre-implant balloon aortic valvuloplasty due to the patient¿s decreased ejection fraction. The initial implant position was too deep, so the valve was recaptured into the delivery catheter system (dcs). However, after the valve was recaptured, an infold was observed on the valve frame and the patient¿s blood pressure dropped. The valve and dcs were withdrawn from the patient. The patient required cardiopulmonary resuscitation, medications, and ultimately extracorporeal membrane oxygenation to be stabilized; resuscitative efforts lasted more than one hour. After the patient was stabilized, a second valve was loaded onto a second dcs and successfully implanted into the patient. After the valve was implanted, the implanting team placed a ventricular assist device for continued hemodynamic support. The patient was transferred to the intensive care unit. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description d4 - expiration date, lot# and UDI h4 - device manufacture date h10 - product analysis: the dcs was discarded, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, it was noted that the patient had a small focal calcification in annulus with a flat left ventricular outflow tract (lvot). The valve was recaptured quick during the procedure as expected due to the patient's poor ejection fraction. No additional adverse patient effects were reported.